Manufacturer narrative:
The device was evaluated at omsc. Omsc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. There were no significant defects in the device appearance related to the reported phenomenon. As a result of leak test of the device, no leak was detected. The scope communication error e216 occurred due to the heating stress applied to the video connector, and the normal endoscopic image was displayed at room temperature. Omsc checked the repair history and found that the device had not been repaired since it was delivered in 2013. The reported event may have been caused because the image output signal became unstable due to damage to the board of the video connector due to aging deterioration, such as electrical stress buildup due to repeated energization of the board inside the video connector. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the scope communication error e216 occurred, about an hour and a half after the start of the procedure. When the user cleaned the connector, the endoscopic image was flickering and the issue did not improve. The user replaced the device with another similar device ltf-s190-5 and displayed the normal endoscopic image. The user completed the procedure with ltf-s190-5. Error code e216 means that the communication between the endoscope and the video system center has failed. The device was used in combination with the olympus video system center otv-s190. There was no report of patient injury associated with the event. When an olympus service representative visited the user facility and checked the device, the malfunction did not occur immediately after turning on the device. However, after about 20 minutes, the scope communication error e216 occurred.